Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Correction : describe event or problem. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the device alarmed for "system error- operating channels will continue as programmed. Replace programming module with an operational unit as soon as possible. Settings un restorable." While transporting a patient. Error code 13-1201-1006. Patient was transferred to another pump. Upon customer biomed internal review of the logs 800.8000 was noted. It was also noted that one of the pump modules required a new bottle side pressure sensor. There was patient involvement however no patient harm. A report was received from health canada's canada vigilance program which states, "issue was with the alaris pcu brain 8015 model (s/n (B)(6) ) - system error occurred 800.8000.0 error code which is an an operating system failure. During system error, channel continue to infuse; however, users unable to change programming or interact with pump in any way. - fix is to flash the pcu; however, biomed refrained from repairing as sending to vendor bd for investigating."

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that the device alarmed for "system error- operating channels will continue as programmed. Replace programming module with an operational unit as soon as possible. Settings un restorable." While transporting a patient. Error code 13-1201-1006. Patient was transferred to another pump. Upon customer biomed internal review of the logs 800.8000 was noted. It was also noted that one of the pump modules required a new bottle side pressure sensor. There was patient involvement however no patient harm.